Event description:
User stated that insulin infusion pump had been dropped to the ground and the front face was cracked. Continued to use pump after being damaged. Hospitalized with dka due to high bgs. Pump being returned to animas.